Manufacturer narrative:
Concomitant medical product: 419488 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced pauses due to loss of capture on the left ventricular (lv) lead. They could see pacing spikes, but no capture. There were also high thresholds and suspected oversensing on the right ventricular (rv) lead. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.